Event description:
It was reported that ¿during surgery the drill breaks in the curved part.¿ there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.